Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the tip of the screwdriver broke. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~4mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.